Manufacturer narrative:
(B)(4). Batch #: r9551c. Investigation summary: the device was returned with the blade scratched and cracked. During functional testing on gen11, an alert screen was displayed. There was no audible feedback sound from the instrument when the clamp arm was fully closed. The blade broke off during functional testing. No tissue pad issues could be identified at any time during testing. The instrument was disassembled to inspect internal components and the closure indicator was broken and not making contact with the moving trigger. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. No conclusion could be reached as to what caused the broken clicker issue. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap. Esophagectomy the coating of the jaw came off and hung visibly to one side. Teflon pad was not thermally damaged. The generator displayed error message "instrument could not be used." An additional device was opened and the op ended with no influence on the surgery or patient safety.